Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 48 mg/dl. Reportedly, the customer went to the emergency room and was subsequently hospitalized where bg was treated intravenously with unspecified fluids and carbohydrates. The customer was discharged the same day with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.